Event description:
Have been using your 32gx5/32 needles for my diabetes. They say they are coated. They are the hardest to pierce and seems they are very hard to push in after piercing.

Event description:
Have been using your 32gx5/32 needles for my diabetes. They say they are coated. They are the hardest to pierce and seems they are very hard to push in after piercing.